Event description:
It was reported that there was a liner exchanged due to joint laxity.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided radiology reports and x-rays by a clinical consultant indicated: issue with revision of triathlon x3 cs insert due to instability almost 2-years post primary implantation in (B)(6) old female with moderate overweight (bmi =(B)(6)). No specific information provided on the revision surgery. No implants were returned for investigation. X-rays post event confirm stable components in the bone but also show various degrees of malposition of components. Especially tibial posterior slope is excessive with 11° where 3° would represent the optimum recommended value for cr type triathlon components or 0° for ps versions. Additionally, the joint space is oblique with a neutral and thus relative varus alignment across the knee of 0° where 7° of valgus configuration would represent a more optimal angle for this length of patient. Most of the joint obliquity is in the tibial baseplate that is at 86° to the intramedullary axis of the tibia where it should have an optimal alignment angle between 88° - 90° and thus is approximately 2° off the optimum, not a large amount but still to be reported and of possible relevance. This pi case has its root cause in procedure-related factors regarding component position as discussed leading to a progressive instability in the knee through overload in the knee ligaments that are responsible for proper clinical performance of the knee. The event was confirmed. The investigation concluded that joint instability was caused by mal-positioned femoral and tibial components. The surgical protocol was not followed as it indicates the tibial slope is 3°, whereas the slope observed in this case is 11°. This pi case has its root cause in procedure-related factors regarding component position as discussed leading to a progressive instability in the knee through overload in the knee ligaments that are responsible for proper clinical performance of the knee. This case is not device-related. Device remains implanted.